Event description:
Spontaneous: dawn rn from md office reports 4mm needles shipped with order are too small. Caused leaking during administration. She requested we send 6mm and 9mm needles to test out. No additional information provided. No missed dose; no adverse drug event reported; unknown if available for return; unknown lot/expiration. No further information known. Needles used to infuse hizentra 20%- infuse 5gm (25ml) subcutaneously every 2 weeks. Reported to (B)(6) by health professional.